Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced neurological dysfunction on (B)(6) 2026. They had an intracranial hemorrhage which was diagnosed via computed tomography (CT) scan, and it was noted the patient was on warfarin and aspirin. The patient passed away on (B)(6)2 026 due to the hemorrhage. The device was operating as intended, and the association of the death to the device was considered low but could not be ruled out. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
This event was determined to be supplemental to another event, and the investigation conclusion will be submitted under MFR#2916596-2026-00718.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.